Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level was not confirmed on (B)(6) 2017, but low bg level was confirmed on (B)(6) 2017. One bolus requests was made on (B)(6) 2017 at 6:42pm, and a bg level of 65 mg/dl was entered during this bolus request. There were no erratic basal rate adjustments. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (33 mg/dl) while sleeping. Reportedly, the customer's husband administered a glucagon shot, and called emergency services. Customer was taken to the emergency room, and treated with food. Customer was in the emergency room for two hours, and reported that upon leaving the emergency room bg level was 120 mg/dl, and customer "felt fine". Tandem technical support reviewed pump data and the pump was functioning as intended. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.